Manufacturer narrative:
(B)(4). Failure analysis: avea uim p/n r16951 s/n (B)(4) was received in to the failure analysis lab for investigation. The assembly was installed onto uim test fixture and powered on. After testing the touch screen and did not see any flickering of the display. The assembly was then cycled for 2 hours and rested and was still unable to duplicate the reported issues. The assembly was then left to cycle overnight and the next morning the assembly tested fine. The covers were then removed and after a visual inspection I found multiple assembly issues as though the assembly was disassembled outside of manufacturing. The touch screen cable was not routed properly as it was routed underneath the metal bracket (see attached) instead of underneath the base plate along with the lcd cable this caused damage to the cable. Two screws were also found completely loose and ground straps for the overlay assembly were also found to be misrouted. Findings/root-cause: reported issues were not reproduced, however multiple cable misrouting may have been a contributing factor. The front bezel assembly will be replaced as a precautionary measure. The carefusion factory service technician replaced the front bezel (display) assembly, and ran the user interface module (uim) through a complete checkout per the factory service procedures to ensure that it meets factory specifications. Upon completion the user interface module (uim) was returned to the user facility ready to be reinstalled on the device.

Event description:
The distributor reported that during pre-use checks the device's user interface module (uim) touch screen was flickering and that the upper left corner was very sensitive and activating without being touched.